Event description:
Information was received from a patient who was receiving morphine via an implantable pump for non-malignant pain. It was reported that the patient had a lag at 90% and it takes a long time to bolus on the app. They were not able to connect to the pump last night to bolus their last bolus of the day. Agent reviewed data and walked them through deleting the data and they were able to connect to the pump with no lag at 90%. They also stated the communicator was not charging. While on the call, it was showing 94%. Agent reviewed power cords.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID tm90t0 (serial: (B)(6); product type: 0001-accessory; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.